Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained ventricular oversensing episodes due to myopotential oversensing were observed during patient follow ups. The device was reprogrammed. The patient condition was well and monitoring will continue.